Manufacturer narrative:
Suspected xanthelasma. The patient was injected with bellafill dermal filler off-label under the eyes about 6 years ago. On (B)(6) 2021, the patient's current doctor reported lumpy yellowish discoloration under one eye which had first appeared in (B)(6) 2018. As of (B)(6) 2021, the issue is suspected to be xanthelasma. Xanthelasma requires treatment to resolve. Age at time of event. The discoloration was noticed approximately 3 years prior to the reported diagnosis of suspected xanthelasma on (B)(6) 2021, when the patient was (B)(6). Date of event of (B)(6) 2018 is approximate. The discoloration was noticed approximately 3 years prior to the reported diagnosis of suspected xanthelasma on (B)(6) 2021. Implant date: the implant date of (B)(6) 2015 is approximate. The implant date is suspected to have been sometime in (B)(6). The patient was reported to be injected with bellafill dermal filler off-label under the eyes by an unknown provider (not dr. Choi). The injector and injection information is unknown at this time and bellafill use cannot be confirmed. While xanthelasma is not harmful, it does require treatment to resolve. Injections under the eyes are off-label for bellafill. Bellafill dermal filler is indicated for the correction of nasolabial folds and moderate to severe, atrophic, distensible facial acne scars on the cheek in patients over the age of (B)(6). Bellafill syringes are single use devices and are typically discarded after use. Per the bellafill IFU: "the syringe and any unused material should be discarded after a single treatment visit."

Event description:
Suspected xanthelasma. The patient was injected with bellafill dermal filler off-label under the eyes about 6 years ago. On (B)(6) 2021, the patient's current doctor reported lumpy yellowish discoloration under one eye which had first appeared in (B)(6) 2018. As of (B)(6) 2021, the issue is suspected to be xanthelasma. Xanthelasma requires treatment to resolve.